Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump shuts off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer. Customer declined to provide additional information regarding the reported issue and declined troubleshooting with tandem technical support.